Event description:
Mid-infusion, the pump channel malfunctioned. An insulin drip at rate of 1.5 units/hr had been running through the channel for approximately two hours. The pump had two other channels set up and programmed, but they were not running. Approximately 30 minutes before the "channel error" message was displayed, a phenylephrine drip had been started without problems. At the time of failure, no new channels were being started or added to the pump. The pump was plugged into the extension outlet, which was plugged into the wall. With the insulin infusion plugged in, and without warning or preceding errors codes, a message screen showing "channel error" appeared with additional text reading something to the effect of the pump needed to be taken out of service. No error code numbers were displayed (which were specifically looked for). Extension cords are used in the operating rooms, they are yellow in color and either a simple three outlet strip, or a larger boxy-type contraption with a metallic face. No harm befell the patient, as the incident was readily detected and the insulin was immediately switched over to a new pump.